Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has been returned; however evaluation has not been completed. Based on the information available to date, the results of the investigation are inconclusive and the root cause is unk. This applications represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The information for use (IFU) currently supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that the guide wire (260 cm length) became stuck in the device and the doctor could not advance it forward. The whole system was removed with the wire still in it and the doctor had to regain wire access to complete the case. The procedure being performed was to implant the device in the popliteal vein to cover the aneurysm. No injury to the patient reported.